Manufacturer narrative:
Evaluation, results: incorrect technique/procedure (stent graft was implanted in zone 1 of the thoracic aorta). Conclusions: off ¿label, unapproved or contraindicated use (stent graft was implanted in zone 1 of the thoracic aorta).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 54 mm diameter thoracic aortic aneurysm in zone 1 and 2. The diameter of the non-aneurysmal proximal neck was 35mm, the diameter of the non-aneurysmal distal neck was 31mm. Touch-up after deployment of the stent graft was performed and there were no adverse events during the procedure. On the day of the implant the patient had a cerebral infarction and was placed on medication and rehabilitation. The patient has been under observation since the time of implant for right paresis which was diagnosed as a cerebral infarction. The next follow-up observations were 12 days post implant and two months post implant. The patient did not recover. It was reported that the 30-day post-procedure follow-up with CT and chest x-ray showed the maximum aneurysm diameter was 54 mm and the stent graft had migrated 10 mm or more; however, there was no endoleak or aneurysm rupture. It was also noted that the patient transferred to another hospital and did not show up for the next follow-up visits. No further information is available. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (cva); lack of information (unknown cause of event).